Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that high capture threshold, high pacing impedance and high defibrillation impedance event was observed on the right ventricular lead. No intervention has been performed to resolve the event. The patient was in stable condition and will continue to be monitored.